Manufacturer narrative:
(B)(4). Additional information received: what is the patients current condition? Unk. What were the indications for surgery? Unk. Were any of the forces higher or lower than expected (closing, firing, or opening)? Nothing noticed. When the device was fired, where was the indicator located within the green zone/gap setting scale? Unk. Who fired the device? Assistant or the surgeon? User experience with the device? One of the team fired the instrument ¿experienced user. What was the appearance of the staple form? If there were malformed staples, where were they located on the staple line? Unk. What was the appearance of the washer after firing? Unk. What details are available about the cut being incomplete? The instrument opened incorrectly, only half of the staple line was present. Please describe the sounds that were not normal? At what point did they occur? The noise ¿crack¿ was not as it should be said the surgeon. Will anus praeter be permanent? Yes.

Manufacturer narrative:
(B)(4). Batch # l53c92. The analysis results found that the cdh29a device arrived in good visual condition. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Manufacturer narrative:
Tracking # (B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. (B)(4). At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic sigma procedure, there were noises while firing that weren't normal. It did not cut the washer completely. Anastomosis was incomplete, anus praeter, no further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.